Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the malfunctioning keypad which was experienced during evaluation as an intermittent keypad response of the column 2 keys. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing of a spectrum pump it had a malfunctioning keypad. There was no patient involvement.